Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report, the patient is a (B)(6) year-old woman who eight years ago underwent mitral valve repair for severe mitral regurgitation due to prolapsing and a flail p3 segment. At that time, a carpentier-edwards annuloplasty ring was inserted after a quadrangular resection and a sliding plasty. The patient has been doing well up until recently when she experienced some fatigue and had a positive stress test. Cardiac catheterization demonstrated normal coronary arteries without any evidence of coronary artery disease. However, the patient had severe mitral valve insufficiency with characteristic signs of a ruptured cord. The patient was referred for redo mitral valve procedure. Intraoperative echocardiogram and examination of the valve failed to demonstrate any ruptured cord. However, there was severe mitral insufficiency without any prolapsing segment. The anterior leaflet was rather thickened and generous in proportion. There did not appear to be any prolapsed of the posterior or anterior leaflet, however there was a broad jet of insufficiency when the valve was tested primarily along the p2, p3 segments. At this point, it was postulated that since a partial ring was placed that the anterior portion of the anterior portion of the annulus had dilated. Hence, the previous ring was removed. The ring was replaced with another edwards annuloplasty ring. Furthermore, there have not been any allegations a product malfunction.